Event description:
Mid 70¿s male with history of cirrhosis and recent volume overload. Procedure: diagnostic heart catheterization. When using a bd precisionglide needle 25 gage 1.5, the end was blunt and did not puncture appropriately. Larger puncture than attended, no further known harm to patient. Another one opened and used without problem. This is not the 1st proglide needle reported for the same thing. Manufacturer response for needle, hypodermic, single lumen, n/a (per site reporter). Will obtain.